Event description:
It was reported that during surgery, it was found the proximal end on the inner rod of a short hexdriver had broken. It is unknown when it broke, but it was noticed while removing the device from screwdriver release handle. The piece was not found inside/ around the surgical field before/ after closing the incision. Neither was it found by x-ray imaging. Surgery was delayed 30 min. The patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned short hexdriver confirms both ends of the trigen hexdriver are damaged. One end of the trigen hexdriver has a piece missing and this piece was not returned. The other end of the trigen hexdriver has damage to the threads. The instrument exhibits extreme amount of use and wear. This device was manufactured in 2014. A medical investigation was conducted and confirms the provided product evaluation, in addition to, the photo provided confirmed the missing piece. However, the aforementioned x-ray was not provided for review. Therefore, we cannot rule out the possible retention of the missing piece inside of the patient. Additionally, based on the manufactured date of 2014, age related wear could not be ruled out as the likely cause of the reported event. The 420/ 465 stainless steel are non-implantable alloys; therefore, long-term implantation data is not available. The impact to the patient is the retained non-bio-inert fragment of the externally communicating device, additional radiological imaging/exposure, in addition to, the possibility of micro-motion/migration of the retained piece cannot be completely ruled out. Since the 30 minute surgical delay did not result in harm to the patient; no further clinical/medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.